Event description:
Boston scientific received information that there were concerns that this pacemaker was depleting prematurely. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.